Event description:
A physician reported that a patient of unknown gender and age was treated with hyalart (hyaluronic acid). No information concerning indication or therapy dates was provided. Patient experienced a focal sclerosing glomerulonephritis which has been classified as serious (medically significant). No other information is available at this time. Any additional details may become available, will be provided.